Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 04.038.215s, lot number: h544718, part manufacturing date: 26 january 2018, manufacturing site: elmira, part expiration date: 31 december 2027, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h544718 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h329010 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary background: it was reported that a patient underwent revision surgery on (B)(6), 2019, due to a proximal femoral nailing system (tfna) fenestrated screw that came loose from the titanium cannulated tfna nail and ended up migrating medially to the pelvis. The patient fell and the lag screw came loose from the nail and ended up in the pelvis. There was unknown surgical delay. Procedure and patient outcome are unknown. It is unknown what the patient was revised with. Device evaluation: device interaction/functional: visual inspection: upon visual inspection, it was observed that the lag screw had an approximately 2 cm scratch on its medial tip. Wear was noted on the rectangular portion of the lag screw. The edges of the threads of the lag screw were observed to be worn. Functional test: functional testing was performed to verify whether the lag screw would migrate when locked into the nail. The locking mechanism of the nail was advanced with a 5mm flexible screwdriver until the lag screw ceased to slide. The lag screw was then pulled and pushed by hand. No migration of the lag screw was observed. The received condition could not be determined to agree or disagree with the complaint condition based on the functional test conducted. While the locking mechanism was verified to adequately lock the lag screw from sliding, forces applied by the hands can not sufficiently replicate the forces the implanted assembly would undergo during a fall. Document/specification review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Review of the device history record revealed no complaint related anomalies. The device history record shows lot h544718 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint condition was determined to be unconfirmed based on the functional and dimensional inspection. Investigation conclusion: as west chester cq was unable to replicate the reported condition of failure to lock but can not simulate the forces the assembly would undergo when implanted, the complaint condition of functional- will not open/close is unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The risk assessment was found to adequately address the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2019. The patient had fallen postoperatively, and the lag screw came loose from the nail and up migrated medially to the pelvis. There was an unknown surgical delay. Patient outcome is unknown. It is unknown what the patient was revised with. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1). This report is for an unknown lag screw. This is report 1 of 1 for (B)(4).